Event description:
New information noted that the patient presented in clinic on (B)(6) 2018. Device interrogation of the implantable cardioverter defibrillator revealed under-sensing of premature ventricular contractions. Programming changes were not possible due to the device being at it most sensitive setting. Patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator was undersensing premature ventricular contractions. No further information was available.